Event description:
The customer stated that the meter read 80 mg/dl. The patient wasn't feeling well so an ambulance was called and the ambulance received a reading of 34 mg/dl. A review of the system was conducted over the phone. This review found that the patient was using expired reagent test strips. Upon further testing, the meter functioned as intended when used with unexpired test strips.